Event description:
International affiliate reports that it was difficult to remove a midline osteotome from a patient. Although the device was completely removed from the patient, the procedure duration was extended by approximately 3 hours and additional anesthesia was administered to the patient. A medwatch report is being submitted to document the event.

Manufacturer narrative:
A review of the device history records did not reveal any anomaly related to the complaint. Prior to release of the lot, mechanical tests were performed and test results for the lot met all specifications. It is unknown what caused difficulty in removing the midline osteotome from the patient. If additional information is received, a follow up report will be submitted.